Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a degraded dso seal and a scratched lcd lens. Functional testing was able to verify and duplicate the reported problem. It was determined that the main board was the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the pump exhibited a 45520 alarm as soon as it was opened. There was unknown patient involvement.